Event description:
It was reported the system has no sound on the c2ovr1 patient information center ix (pic ix) station. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed remote service personnel which included communication with the customer and remoting into the system. The remote support engineer (rse) confirmed that users are still able to hear alarms at the surveillance station in the cmu as a workaround. The sound is being remotely provided from the network closet that the pc is installed in. The results of the analysis were that the rse found that the remote speaker is patched into port 319 in the network closet. At the nurse station, the remote speaker was connected to the hall research remote receiver instead of the patch port 319 on the wall. The rse moved the patch cable to port 319 and the sound was restored. He confirmed that the picix station is now generating sound as expected. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was the user had the wrong network port patched. The issue was resolved by patching the cable to the correct network port.